Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.

Event description:
It was reported that the patient used the carelink home monitor to transmit to the clinic, however neither the clinic nor manufacturer has evidence of a transmission being received. The patient is coming to the clinic with the home monitor and will receive more information on monitor set-up. The home monitor remains in use. No patient complications have been reported as a result of this event.